Event description:
It was reported that the patient experienced infusion set was accidentally pulled out during use due to tubing catching on a fixed object and patient also had hyperglycemia event on(b)(6) 2026 and was treated with Correction injection via MDI.

Manufacturer narrative:
(b)(4) / Initial 4 of 4.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.